Manufacturer narrative:
G4: 31mar2020 b4: (B)(6)2020. The customer reported that the unit was in use on a patient at the time of the reported event; however, there was no patient harm. Due to the limited information that was provided, provision of medical intervention to prevent/preclude harm could not be confirmed, and therefore, has not been ruled out. This event has been assessed via clinical risk review with the assumption that medical intervention was required, and therefore, shall be reported as serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17jan2020 b4: (B)(6) 2020. Patient information was not disclosed by the customer. The manufacturer's field service engineer (fse) replaced the touchscreen to resolve the reported issue. After this repair, the unit was operating within the manufacturer's specifications and was returned to the customer for patient use. There is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
The customer reported a malfunctioning touchscreen. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse recommended a touchscreen replacement. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.